Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod xl and a non-penumbra catheter (4fr). The physician advanced approximately half of the pod xl into the vessel and kinked the pusher assembly of the embolization coil. The pod xl unintentionally detached partially within the vessel. The physician removed the pusher assembly and used a guidewire to push the detached pod xl into the target location. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.